Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer received button error alarms. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.